Event description:
It was reported that a female patient underwent unspecified breast surgery with a 275cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. As a result, the devices was explanted on an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, the following information has been updated on this form: 1. Patient's initials have been updated to "h.y.r." Under field a1 2. Patient's date of birth has been updated to "(B)(6) 1981" under field a2; only month and day were provided. 3. Procedure performed was breast augmentation primary. 4. Date of event (field b3) has been updated to march 7, 2022 5. Date of explant (field d6b) has been updated to (B)(6) 2022 6. Replacement devices used on (B)(6) 2022 were catalog number smpx295; serial number (B)(6) on the left side, and catalog number smpx295; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 1.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).